Event description:
The hcp reported that the patient was experiencing "dysreflexia symptoms". Roller and dye studies were performed. "Catheter integrity was compromised. Pump also has reached longevity". Pump was implanted for 58 months. "Surgical intervention for catheter revision and pump replacement (elective) was done". Final patient outcome was not reported. Same report as manufacturer's #: 600030200602160.

Manufacturer narrative:
H6-final device analysis reveals acceptable catheter testing.